Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-feb-2019 with the following findings: during investigation, all keypad buttons were responsive to user input with no damage or peeling. The keypad was removed and no evidence of contamination was found on the button contacts. Unrelated to the original complaint, the battery compartment was cracked above the grip pad with a leak. Moisture was found internally on the display, keypad connector, and circuit boards. The keypad allegation was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.